Event description:
It was reported that a trial patient passed away a day after been implanted with neurostimulator lead. Health care provider does not have any detail on what happened. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, implanted: (B)(6) 2015, product type: lead; product ID 3889-28, implanted: (B)(6) 2015, product type: lead; product ID 3889-28, lot# va0lw7n, implanted: (B)(6) 2015, product type: lead; product ID 3889-28, implanted: (B)(6) 2015, product type: lead. (B)(4).